Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the error message, "replace sensor,'' while wearing the adc freestyle libre sensor. On (B)(6) 2020, as the customer was unable to monitor their blood glucose, the customer experienced loss of consciousness. The customer was treated with an injection of glucagon by a non-hcp for hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Extracted data from returned sensor using approved software and sensor found to be in state 5 (indicating normal termination). No failure modes were observed on the sensor plug assembly upon visual inspection. Linearity test was performed, and results were within specification. No malfunction or product deficiency was identified.

Event description:
A customer reported the error message, "replace sensor,'' while wearing the adc freestyle libre sensor. On (B)(6) 2020, as the customer was unable to monitor their blood glucose, the customer experienced loss of consciousness. The customer was treated with an injection of glucagon by a non-hcp for hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A customer reported the error message, "replace sensor,'' while wearing the adc freestyle libre sensor. On (B)(6) 2020, as the customer was unable to monitor their blood glucose, the customer experienced loss of consciousness. The customer was treated with an injection of glucagon by a non-hcp for hypoglycemia. There was no report of death or permanent injury associated with this event.